Event description:
International affiliate reports that the needle came away from the suture and was lost in the pt during a laparoscopic nissen fundoplication. An x-ray was performed to find the missing needle and the procedure was converted to an open procedure to extract the needle from the pt.